Event description:
The home pt (hp) reported feeling overfilled with fluid while using the homechoice cycler for apd therapy. The hp reported receiving repeated "low drain volume" alarms during therapy, which alerts the user that the fluid flow from the hp was less than 50mls/min and the minimum drain volume percentage requirement or initial drain alarm setpoint volume had not yet been met. According to the hcp, multiple bypasses of "low drain volume" alarms had been performed during the apd therapy as well as bypassing a "caution negative ultrafiltrate" alarm. The hp reported that at the completion of the apd therapy, the total ultrafiltrate volume for the therapy of -1700mls. The hp then performed a manual drain and removed approximately 1200mls of fluid. There was no pt injury or medical intervention reported.